Event description:
It was reported that removal difficulties were encountered, shaft break and dissection occurred. The target lesion was located in mildly tortuous and moderately calcified right coronary artery. A 2.75 x 16mm synergy xd drug-eluting stent was successfully deployed. However, during removal, the device became stuck and the shaft broke. The entire system was removed with the balloon fully deflated and pulled through a guide catheter. However, a small dissection was found. A non-boston scientific stent was deployed to cover the dissection. The procedure was completed, and the patient was in good condition and fully recovered after the procedure.